Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a cataract extraction procedure there was no phacoemulsification power. The case was completed. Patient impact was not noted.

Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company service representative instructed customer to disconnect and reconnect handpiece. The customer tested the phacoemulsification (phaco) handpiece outside the eye with phaco at 100%. The phaco handpiece was re-tuned. The facility did not request service. The system was manufactured on february 13, 2015. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).